Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one patient sample with discrepant results. The initial na result from the module was 242 mmol/l. The repeat result from a "gasometer" was 136 mmol/l.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a low rinse arm unit flow. He then adjusted the rinse arm unit flow and the ion-selective electrode (ise) probe. The investigation determined the event was due to the low rinse arm unit flow. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.